Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr ilok femoral, catalog#: 183026, lot#: ni; biomet cc I-beam tibial tray, catalog#: 141222, lot#: ni; series a patella, catalog#: 184764, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial right total knee arthroplasty. Approximately 25 months later, patient underwent revision of the poly bearing due to instability. No further information is available.